Event description:
The patient experienced a gradual loss in low back stimulation. The peripheral electrodes had impedance changes which led to loss of effective stimulation paresthesia. The device was reprogrammed and the event was considered ongoing.

Event description:
The impedance measurements were all within normal range.

Event description:
The patient underwent surgical intervention. The initial lead was capped, left in place, and not in use. A new lead was implanted on (B)(6) 2012 and the patient recovered without sequela.

Event description:
Additional information received reported that impedance changes seen on the initial leads were 'low'.

Manufacturer narrative:
Lead: model 3487a-56, lot# v621705, implanted: unk, explanted: na. Lead: model 3487a-56, lot# v621705, implanted: unk, explanted: na.

Manufacturer narrative:
Recharger model 37752 (B)(4), programmer model 37743 (B)(4); extension model 3708240 (B)(4) implanted: explanted: extension model 3708220 (B)(4) implanted: explanted: lead model 3487a-56 lot# v621705 implanted: explanted: lead model 3487a-56 lot# v621705 implanted: explanted:lead model 3487a-56 lot# v578018 implanted: explanted: lead model 3487a-56 lot# v578018 implanted: explanted.

Manufacturer narrative:
(B)(4).